Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with low impedance on the right ventricular lead and right atrial lead. Fluoroscopy revealed insulation breach on the right ventricular lead. The right ventricular lead and right atrial lead was explanted and replaced on (B)(6) 2019. The patient was stable post-procedure.

Manufacturer narrative:
A complete lead measuring 46.1 cm was returned. The reported event of low lead impedance was confirmed. Signs of compression on the lead and outer coil were noted which were consistent with the clavicle crush forces. An internal short between the outer and inner coil conductor paths was observed. Inner insulation breach was noted at 20.0 cm to 21.0 cm from the connector pin consistent with clavicular crush forces confirming the reported event of low impedance. No fracture was noted.